Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for event. Two days after the event onset, the patient was treated with vanlid injection (1.5gram, intraperitoneal stat dose, ongoing) and amikacin injection (250 mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up, it was reported that 25 days after the event onset, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.